Manufacturer narrative:
Testing and investigation found that the device powered on normally and passed the self test. The touchscreen was responsive but it was observed that the key alignment was slightly off-centered. Further testing found evidence of contamination on the bottom of the touchscreen. The probable cause is due to fluid ingress which altered the characteristics of the touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from the 5th floor with a report that the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.